Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. The maximum atrial capture threshold consistently measured greater than 2.5 v from (B)(6) 2015 to (B)(6) 2016. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. From (B)(6) 2015 to (B)(6) 2016, the average atrial impedance rose from 1973 ohms to 2651 ohms. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and high bipolar impedance. Electrical testing suggested a problem with the cathode electrode. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.